Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, on the initial firing, the surgeon felt device was difficult to open and close. Proceeded to try to fire the device and noticed it was locked out. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with a cartridge loaded on the device. The cartridge was unfired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the device firing mechanism was damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the release button was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to its home position. A batch record review was performed and no anomalies were found during the mfg process.